Event description:
The arthroplasty was revised due to polyethylene wear and dislocation. The components were implanted in situ for ~ 3.5 y. The acetabular liner, femoral head components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to polyethylene wear and dislocation. The components were implanted in situ for ~ 3.5 y. The acetabular liner, femoral head components were revised. The patient presented with a (B)(4) score of 4 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained at drexel implant research center and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding poly wear and dislocation involving a trident 0° x3 insert 28mm ID was reported. The wear was confirmed but the dislocation was not. Photographs of the device were provided. Wear was noted as well as a deformed locking wire. Medical records received and evaluation: not performed as no medical records were provided for review. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information.